Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2015-00672 and #1828100-2016-00374. The field service representative (fsr) inspected the aps1 power cord and found no evidence of damage. The power cord on this aps1 was replaced for a similar complaint that could not be duplicated on emdr #1828100-2015-00672 and emdr #1828100-2016-00374 (same user facility and reported issue, different unit). The fsr downloaded the software data logs and sent to the manufacturer for further evaluation (received on 05-may-2016). The power manager log showed the aps1 was run to battery depletion. The perfusionist (ccp) stated the "on battery" alert was not heard. The power manager, power supplies and batteries were tested satisfactory. The fsr ordered new batteries. The fsr measured continuity through the alternating current (a/c) power cord, hot and neutral plug blades to power tray terminal block. The resistance was 0.12 measure of resistance (ohms) on both. The fsr installed new batteries and tested operation satisfactory. The fsr recommended monitoring the a/c power in room 2. The fsr suspects intermittent or noisy a/c power is causing the issues with the battery condition. No problems were found with the a/c power cord, power supplies or power manager. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the product surveillance technician (pst) determined both batteries have failing conductance measurements. No anomalies were observed upon receipt of batteries. Per pst, the batteries measured 13.1 volts direct current (vdc) and 12.9 vdc upon receipt (typical). Conductance measurements were 233 and 277 siemens (s) respectively (failing). The batteries were connected to a power manager board test platter and charging was initiated. After approximately three and a half hours, the batteries were removed from the charging system and re-measured to be 13.1 volts and 13.0 volts respectively (typical), with conductance readings of 238 and 283 s (both failing). No further testing was performed.

Event description:
The customer reported the power cord was defective on system-1 (aps1) because the system reportedly was operating on battery power while it was plugged in. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not confirmed. Multiple attempts were made to determine if the alternating current (a/c) in room 2 had been monitored, but were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.